Manufacturer narrative:
On march 1, 1999, the lawsuit filed against safeskin corporation by the plaintiff alleging injuries resulting from exposure to safeskin product(s) was dismissed. Preliminary discovery & sales trace revealed that safeskin products could not have possibly caused the plaintiff's injuries.